Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer within 24 hours urgent call for knowing the customer's condition;customer informed that the meter continue giving a lot error, e-5 and also hi when tried to run a blood test. Customer informed that hi means high glucose results greater than 600mg/dl. Customer states that she has a lot issues going on. Customer states that this is going on for 2 weeks not. Customer spoke to the doctor and was advise she go to the hospital. Customer states that she is going to seek medical assistance. On (B)(6) 2016, customer informed was hospitalized;customer tested and obtained 588mg/dl test results when arrived;customer treated with insulin;customer was discharged on (B)(6) 2016 and the glucose level at that time is 180mg/dl.

Event description:
Consumer reported complaint for hi result and e-5 error. The customer does not feel well and did report symptoms of extreme thirst, frequent urination and hunger. Customer advice to hang up and seek medical attention. Customer will be contacted within 24 hours for knowing customer's condition. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).